Event description:
It was reported by the affiliate that the (1) tlc55 was used during a total gastrectomy procedure. It was reported that the device cut the tissue perfectly but only two rows of lines could staple. The local rep observed that the staples would not be set. They were missing in one side of the cartridge. The rep opened a new package. It was reported that both sides of the staple drivers were coming up correctly as intended. The case was completed with another instrument and there was no consequence to the pt.